Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "pressure regulation high" (diagnostic code 1009) had occurred based on review of the event logs. The device was not in use on a patient at the time the reported issue was discovered and there was no harm to the patient or user. It was reported that the error, "pressure regulation high" (diagnostic code 1009) had occurred based on review of the event logs. A field service engineer (fse) went onsite, evaluated the device, and discovered that the error, "pressure regulation high" (diagnostic code 1009) had occurred. The fse then performed an investigation of the device and confirmed no issue with the device. The reported issue was unable to be duplicated. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.